Manufacturer narrative:
Unit powered up with a blank display due to a crack at the bottom of the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement test due to the contact problem. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and another crack which runs horizontally on the battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.